Event description:
It was reported that the patient presented for a device check, and the physician found the pacemaker was locked. A programming check could not be conducted, and parameters could not be adjusted. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.